Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported by the patient as a result of a legal claim that on (B)(6) 2018 he underwent a left total hip arthroplasty with the accolade ii stem and the tritanium acetabular shell. Approx. 9 months post op he started experiencing increasing moderate pain in the thigh area and after several tests his surgeon determined that he was experiencing aseptic loosening of the femoral stem and recommended revision surgery. Allegedly he was revised on (B)(6) 2020 and the surgeon said that the femoral stem was not adhered to the bone and was easily removed. Patient is inquiring if his stem is part of a recall.

Event description:
It was reported by the patient as a result of a legal claim that on (B)(6) 2018 he underwent a left total hip arthroplasty with the accolade ii stem and the tritanium acetabular shell. Approx. 9 months post op he started experiencing increasing moderate pain in the thigh area and after several tests his surgeon determined that he was experiencing aseptic loosening of the femoral stem and recommended revision surgery. Allegedly he was revised on (B)(6) 2020 and the surgeon said that the femoral stem was not adhered to the bone and was easily removed. Patient is inquiring if his stem is part of a recall.

Manufacturer narrative:
An event regarding loosening involving a accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the patient would like to know if his implant was part of a recall. The accolade stem was determined not to be involved in recall. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.